Event description:
A greenfield filter was implanted on (B)(6) 2003. On (B)(6) 2003 it was noted there was perforation. It was noted that the filter had migrated. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2003. On (B)(6) 2003 it was noted there was perforation. It was noted that the filter had migrated. No further patient complications were reported. It was further reported that on (B)(6) 2003 the patient was admitted due to a gunshot wound in the spinal cord. The patient had the greenfield filter put in place for dvt prophylaxis. It was also noted that the patinet experienced deep vein thrombosis. On (B)(6) 2003 was examined and findings revealed that the ivc filter was successfully placed. The following day the patient was examined again and the ivc filter was observed to be centered on the t12-l1 level. On (B)(6) 2003 it was observed that the filter was projecting to the right side of t11 vertebral body. The patient was discharged on (B)(6) 2003. On (B)(6) 2017 the patient received a CT scan of the abdomen without contrast. Findings revealed the tip of the filter extends to within 1.1cm of the liver dome but appears to be centrally located within the ivc. The inferior tips of the legs are above the bilateral renal veins. Visualization is limited due to the lack of intravenous contrast as well as probable enlarged retroperitoneal lymph nodes and dilated vessels. There is also relative paucity of fat in the retroperitoneum. The filter struts appear intact and do not appear to protrude beyond the walls of the ivc.